Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 01) occurred. Customer's blood glucose was 114 mg/dl. Reportedly, customer will continue to use current pump.